Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "leaking just below the butterfly on the catheter shaft side. This PICC was in for 2 weeks."

Manufacturer narrative:
A sample was returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.